Event description:
Patient had a pre-hospital cardiac arrest. During the cardiac arrest a #5 lma was placed and used as the primary airway. The lma was placed without difficulty and was successful on the first try. After placing the airway we had bilateral chest rise and the bvm had good compliance when providing ventilations, equal breath sounds, and waveform capnography readings. After approximately 25-30 minutes we noticed that the bvm compliance was decreasing and we were no longer having adequate chest rise or capnography reading. The balloon cuff on the lma was checked and it was discovered that the balloon had leaked and was flat. More air was added to the lma and capnography and chest rise improved. Rechecking the lma shortly after, the balloon was once again flat. During that time rosc was achieved and transport was initiated. To deal with the deflating balloon air was added repeatedly to maintain a seal during transport. The balloon and cuff on the lma was not assessed after the call and the origin of the failure was not inspected after the call and patient turnover.